Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. H2: additional information received: the affiliate reported "the broken part has been retrieved."

Event description:
It was reported that during a cholecystectomy procedure, the surgeon was removing the gallbladder towards the end of the procedure using a pouch device. The pouch split leaving the gallbladder in the abdominal wall and a small piece of pouch broke off inside the patient. She recalled the registrar did make a very small umbilical incision as he had trouble putting the initial port in place. The gallbladder came out whole with no leakage after extending the incision. The nurse reported the incision was extended to removed the gallbladder. The operation remained laparoscopic and was not considered a conversion to open. Surgery was delayed by an unknown number of minutes. Procedure was successfully completed. Scrub nurse reported as far as she knew, the patient was fine.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: one photo was received for review. During the visual analysis, the following was observed: the photo shows a bag with the suture attached from the top view and the tip of the bag can be seen torn. Also a piece of plastic was noted next to the bag. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: additional information requested: "as the device was discarded, please consult with surgeon or scrub team to determine if all parts of torn pouch were retrieved from the patient."